Manufacturer narrative:
A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly. After the above was received dario's representative followed up with the user. The user tested her bg level with the new cartridge of strips and received a bg reading of 142 mg/dl, which the user stated is in range for her. The user's bg reading issue was resolved with new strips. The user's bg reading issue may have occurred due to the environment changes during her flight. Dario's user guide states in the section of storage and handling: "the test strip is sensitive to humidity, keep it in 10%-90% relative humidity and cool environment." And "result may accordingly be affected by environmental factors and / or user error." There is not enough information regarding the old dario strips to investigate. Therefore, no resolution is available.

Event description:
On january 23rd, 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving fasting bg readings in the 180 mg/dl range from her dario meter. Due to the above, the user reported that she went to the emergency room where her bg level was tested and she was then released to go home, since her bg level was normal. The user reported that following her hospital visit, she continued to receive high bg readings, and therefore went to visit her doctor. The user stated that at the doctor's office, her bg was tested and found to be in normal range. In addition, the user reported that the doctor gave her a non-dario meter to test her bg with, which she used, and received bg readings in the 80 mg/dl to 90 mg/dl range. The user also stated that the high bg reading issue started in (B)(6) 2023, when she was overseas and took her dario meter and strips with her.